Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 300 mg/dl at the time of incident and the current blood glucose of the patient is 400 mg/dl. Customer treated with insulin pump. The customer has been using insulin pump system within 48 hours of reported high bg event. The drive support cap appears to be normal. Troubleshooting was performed. The product will not be returned for analysis.